Event description:
It was reported that the patient was in the emergency room (ER) because their implantable cardioverter defibrillator (ICD) was continuously toning. The patient's device was last seen with a remote transmission in 2009 when the battery voltage was 2.57 volts. The device currently could not be interrogated. It was also noted by the patient that the ICD was put in as a precautionary measure and was never used. The device remains implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The device was later explanted and replaced.

Manufacturer narrative:
In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned".